Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The recurrent mitral regurgitation (mr) and heart failure appear to be related to the slda. The reported patient effects of mr and heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that the patient underwent mitral valve repair on (B)(6) 2020. No additional information was provided.

Manufacturer narrative:
The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to capture single leaflet device attachment (slda), recurrent mitral regurgitation (mr) and heart failure. It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. Two clips were successfully implanted, reducing mr to a grade of 1+. On (B)(6) 2020, the patient returned to the hospital with worsening symptoms of heart failure. Transthoracic echocardiogram (tte) was performed and showed mr had increased to a grade of 4. Also, due to a significant tethering, the implanted clips had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). No tissue damage was noted. To treat the slda and recurrent mr, mitral valve replacement was performed. No additional information was provided.